Event description:
It was reported to baxter (B)(4) that a basal/bolus infusor device was found with a cracked fill port cap. Therefore, the sterile fluid pathway was breached. This condition was discovered before use while the device's packaging was being removed. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
Boston scientific crm received information that this pacing system was explanted due to pocket erosion and infection. A temporary ventricular pacing lead was inserted and a new system is sceduled to be implanted in the next week on the patient's right side.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a basal/bolus infusor device with a cracked fill port cap was not confirmed during product evaluation. However, the cap was found to have a molding short shot condition. No assignable cause was provided, but this condition is considered an isolated manufacturing event. This device is a single use device and will be discarded. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.